Event description:
Revision of asr due to alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Complaint review identified that in the absence of products, patient x-rays and demographics, a full investigation could not be completed. The complaint shall be closed with an undetermined conclusion. Should additional information be received; then the complaint shall be investigated further, depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.